Manufacturer narrative:
The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window. Motor error alarm during rewind due to jammed motor gearbox. The insulin pump passed the stop current and run current tests. Unable to perform the self test, off no power test, a21 error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm.

Event description:
It was reported that the insulin pump was damaged. It was also mentioned the battery compartment was broken. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.